Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. The customer¿s blood glucose was 196 (mg/dl). Reportedly, customer reverted to a backup insulin pump for insulin therapy.